Event description:
It was reported by the customer during a clinical case cardiosave intra aortic balloon pump (iabp) received a message gas loss in iab circuit occurred multiple times. No patient harm or injury was reported.

Manufacturer narrative:
Fse reported that the unit was tested extensively with a trainer; no errors were reproduced. The pim module was inspected, with no evidence of blood ingress. All calibrations were completed per the service manual using calibrated equipment. Based on evaluation and field input, the most likely cause is related to balloon catheter connections rather than a console malfunction. The customer has been informed. The device is functioning properly and is ready for clinical use.

Manufacturer narrative:
After further review, an final emdr for this complaint ((B)(6) ) is not required. As the issue was not reproduced by the fse. Making it non-reportable to the FDA.  As a result, emdr is not necessary.  Please cancel in your database.

Event description:
N/a